Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The non-return valve assembly (nrv) and main circuit board will be replaced to address the issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery degraded warning alarm was due to the battery controller software while the failure to complete its internal self-test was due to a design limitation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).